Event description:
Customer reported that a pt monitored by this n-395 had expired. The facility subsequently informed nellcor that they determined the monitor did not cause or contribute to the death.